Manufacturer narrative:
Visual inspection of the returned product showed that a haptic plate and part of the optic was torn off and missing and there was clear surgical residue on the lens.

Event description:
It was reported that the surgeon attempted to insert an aa4204vf silicone plate lens and the lens was torn while advancing in the injector. There was no pt contact. The reporter stated, the incident was due to a loading error.